Event description:
It was reported that a patient experienced a recurrence of peritonitis, coincident with peritoneal dialysis therapy. The recurrent peritonitis was manifested by turbid effluent. The cause of the recurrent peritonitis was unknown. Treatment for the recurrent peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the recurrent peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a recurrence of peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.